Event description:
A report was received that the patient was having a burning sensation at the pocket site. The patient was given lyrica and the symptoms have cleared. The patient is reportedly doing well.

Event description:
A report was received that the patient was having a burning sensation at the pocket site. The patient was given lyrica and the symptoms have cleared. The patient is reportedly doing well.

Event description:
A report was received that the patient was having a burning sensation at the pocket site. The patient was given lyrica and the symptoms have cleared. The patient is reportedly doing well.

Manufacturer narrative:
(B)(4).